Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned device found signs of repeated use and the lip of the head has fractured off and was not returned. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. This complaint was confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the pin broke as it was being removed after the procedure. All pieces of the pin were accounted for. No parts were left in the patient and there was no patient impact. No additional patient information available.